Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring alert 60 indicating a bluetooth communications error, which persisted despite four restarts and adequate battery level; the device was replaced and the user transitioned to backup therapy, and a shipment issue was reported by a representative noting the user did not receive a replacement as expected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user and third parties. Investigation of this case revealed signal loss consistent with a failure to read an input signal, associated with the circuit board component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.